Manufacturer narrative:
At this time, there is no plan for surgical intervention and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, some oversensing was observed on the ra channel. Threshold measurements remained stable. An x-ray was performed and the physician felt lead placement was fin. There was a concern of a loose connection between the ra lead and device. The lead configuration was reprogrammed to unipolar with acceptable measurements. Sensitivity was also reprogrammed with appropriate sensing achieved. The patient did experience some nausea, however no adverse patient effects were reported.